Event description:
Customer reported that the accutorr plus monitor shuts down which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
The corrective action was replacing the pcb cpu board.